Manufacturer narrative:
Device evaluated by MFR: the hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed tip damage (abrasions/small tears/misshapen), shaft damage (flattened for 3 cm and started 1.5 cm from tip), and a partial separation of the shaft material and the collar. The collar ID (inner damage) was measured (with a calibrated pin gage) and met specification. Functional testing was conducted by loading a 4.0 stented catheter through the guidezilla collar and advancing through the distal shaft. The stent advanced for 34.5 cm and then could not be advanced anymore. The stent was removed from the guidezilla, and the stent was still attached to the balloon/catheter in the original position. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 30 march 2018. It was reported that a stent dislodged upon advancing through this device. A 6f guidezilla¿ ii long guide extension catheter was selected for a percutaneous coronary intervention, in the severely calcified left circumflex artery (lcx). While attempting to advance the non-bsc stent through, it detached inside the guidezilla. No portion of the stent exited the end of the guidezilla. After the stent detached, the physician advanced a balloon through the tip of the stent, performed dilatation, then retrieved the stent (this occurred within the guidezilla). Then a new guidezilla was used, and a new stent was placed, and the procedure was completed successfully. No patient complications were reported. The patients condition after the procedure was good. However, device analysis revealed a partial separation at the collar, and small tears at the tip.